Event description:
It was reported that, during a knee procedure, the fast fix's ts deployed simultaneously. The ts were removed from within the patient. There was a backup device available. A 2 minute delay and no further complications were reported.

Manufacturer narrative:
H10 h3,h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed the needle is dramatically bent on two planes. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed the distal end of t1 is missing; the suture and t2 show no abnormalities. The actuator is jammed at the distal end of the delivery needle .the device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Results and probable cause were drawn, determined or concluded based upon files such as manufacturing documentation, DHR, complaint history, IFU, risk management, clinical/mi results, material assessment and technique guides (as applicable).